Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Event description:
It was reported from (B)(6) that the controller changes from one power port to the other one before batteries are down to 15%. There were no effects on the patient. The battery was exchanged. The pump remains implanted. It was reported that the battery will be returned; however, it has not been received for evaluation as of the date of transmission of this report.